Event description:
Distributor relayed that a customer of theirs reported a product complaint for item 831165 lot 668503a. The customer was using the syringes for unintentional use.

Manufacturer narrative:
Initial trend analysis for lot 668503a was conducted, no malfunctions were found. This is the only complaint for lot 668503a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
Distributor relayed that a customer of theirs reported a product complaint for item (B)(4) lot 668503a. The customer was using the syringes for unintentional use.

Manufacturer narrative:
Retained lot samples for syringe lot 66853a were tested for plunger compatibility. No abnormalities were found during testing.